Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) a visual examination of the returned device found that the stent was returned partially deployed by 10mm. It was noted that the stainless steel shaft was kinked and the distal handle was detached from the outer sheath. The outer sheath was stretched for approximately 160mm from the handle break and several kinks were noted along the clear section of the outer catheter. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were noted with the device. Based on the evaluation conducted, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stent placement procedure on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a lesion due to a colorectal malignancy. During the procedure, the physician attempted to deploy the stent but felt sever resistance. The physician kept pulling on the handle to try to release the stent; however the handle broke and the stent could not be released. Another wallflex enteral colonic stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that stent was returned partially deployed and some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.